Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/28/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.5 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 325cc mentor siltex round moderate profile saline implant catalog: 3542650 lot: 262605 sn: unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 325cc mentor siltex round moderate profile saline implant experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. As a result, patient underwent removal and replacement with a 340cc siltex round moderate classic profile memorygel breast implant (catalog: 3543407mc) on (B)(6) 2019.